Manufacturer narrative:
Correction: d4. Additional device information, catalog number. The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap chole. One scrub tech let me know that another surgeon experienced the same issue, but they just assumed it was a fluke thing. I checked the clip kits for this second surgeon, dr. [Name}, product code k2927 and the lot #s on the clip appliers are different than the ones in clip kit k2925. I don¿t have a lot # for this case, the staff didn¿t save the product. I also want to observe a case with this surgeon. Additional information provided by an applied medical representative on 10oct2025 via email: unfortunately, I don't have the lot number nor the device used by the other surgeon. The only information I have is word-of-mouth from a scrub tech that was in both procedures, and she said the same thing that happened today "happened to the other surgeon on wednesday" (B)(6). We do not need to give a credit for this device. Additional information provided by an applied medical representative on 13oct2025 via email: the complaint was the same- the clip did not load every time the handle was closed/actuated. Sometimes the clip would load and other times it would not. The patient is in good status and was unharmed. Intervention: ni. Patient status: the patient is in good status and was unharmed.

Event description:
Name of procedure: lap chole. One scrub tech let me know that another surgeon experienced the same issue, but they just assumed it was a fluke thing. I checked the clip kits for this second surgeon, dr. [Name} , product code k2927 and the lot #s on the clip appliers are different than the ones in clip kit k2925. I don¿t have a lot # for this case, the staff didn¿t save the product. I also want to observe a case with this surgeon. Additional information provided by an applied medical representative on 10oct2025 via email: unfortunately, I don't have the lot number nor the device used by the other surgeon. The only information I have is word-of-mouth from a scrub tech that was in both procedures, and she said the same thing that happened today "happened to the other surgeon on wednesday" (10/6). We do not need to give a credit for this device. Additional information provided by an applied medical representative on 13oct2025 via email: the complaint was the same- the clip did not load every time the handle was closed/actuated. Sometimes the clip would load and other times it would not. The patient is in good status and was unharmed. Intervention: ni patient status: the patient is in good status and was unharmed.

Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.